Event description:
The reverse osmosis portion of the hemodialysis run is malfunctioning on this product. We have submitted 89 work orders on 8 different machines in a short amount of time. These are new machines. Serial numbers: [redacted]. Manufacturer response for hemodialysis machine, eon (per site reporter). Send to biomed.